Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported on (B)(6) 2022 (what to do if reagent contact eyes) with the binaxnow¿ covid-19 antigen self test . No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Three attempts were made at contacting the customer for additional information but were unsuccessful. According to the package insert in195100 v5.0: the solution in the tube contains a hazardous ingredient. If the solution contacts the skin or eye, flush with plenty of water. If irritation persists, seek medical advice. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.